Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned balloon catheter did not reveal any anomalies. Blood was noted to the distal tip of the device. The device was conforming to its dimensional specifications. A demonstration 0.014¿ transend guidewire was attempted to be advanced through the balloon catheter, it would not advance past half way through the catheter and extreme friction was experienced. The catheter was blocked with saline/contrast which caused resistance while advancing the guidewire. The device was submerged and still the catheter was blocked. The catheter was cut and the device was able to be flushed and an attempt to inflate the balloon showed a leak to the proximal end of the balloon. However, review and analysis of available information and investigational results failed to identify a definitive root cause for the reported and observed event.

Event description:
It was reported that during the procedure, the balloon spontaneously deflated and it was noted that the balloon leaked from two holes. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon spontaneously deflated and it was noted that the balloon leaked from two holes. There was no clinical consequence to the patient due to the reported event.